Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak in a cassette was not confirmed and the root cause could not be determined.

Event description:
A customer contacted baxter (B)(4) regarding a leak from a cassette. The home patient (hp) was priming the machine before the connection and saw some liquid over the lid of the box where the cassette was located. The hp stated they heard a different sound "like a suction". The hp was not connected and he stated he thought the cassette had a hole. The hp changed the cassette and continued therapy without any issues. There was patient involvement, but no patient injury or medical intervention was reported.